Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, insulin pump error alarm confirmed in the insulin pump history due to cold solder joint on keypad assembly.

Event description:
Information received by medtronic indicated that insulin pump had recurring insulin flow block alarm and hardware low level failures alarm. Customer able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.